Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The technical service representative noticed smoke and a small visible flame on the cell-dyn ruby analyzer while on site repairing an analyzer. No injuries occurred. The customer reported the instrument was vibrating excessively and very noisy on may 22, 2016. On may 23, 2016 abbott technical support visited the customer site and noticed the vacuum pump running continually, he then slid the vacuum pressure module (vpm) out to inspect the vpm to ensure all cables were plugged in. There was a puff of smoke and one of the pcb's responsible for valve control started to burn with a visible flame. He isolated the power and extinguished the flame (no more that the size of a match flame). The causative agent appeared to be a damaged cable (9522080) shorted against the components on one of the solenoid driver module (sdm). The instrument turned off and isolated until cable and pcb was replaced. Abbott technical support replaced the damaged cable and sdm board and the analyzer is functioning as intended.

Manufacturer narrative:
The customer reported that the cell-dyn ruby, serial number (B)(4), was vibrating excessively and very noisy. Service was dispatched and during the site visit, the field service representative (fsr) found vacuum pump 1 was running continually, but not reporting correct vacuum to computer. The vacuum pressure module (vpm), power control board (pcb) and vpm pcb part number 8960122101 were replaced. The instrument was cycled normally and primed. After replacing the vpm pcb on the cell-dyn ruby, the fsr slid the vpm out to do a final check on connections and saw a puff of smoke and a small flame from the solenoid drive module (sdm) pcb part number 8960093001. It was observed that the cable assembly, part number 8952208001, had shorted against the sdm. Examination of the returned products was performed. The cable assembly showed the outer wire of the cable assembly was broken with strands of the inner wire exposed and black marks indicating burning due to high temperature. The pcb, sdm showed signs that the transistor had been damaged with signs of burning and no longer fully attached to the heat sink portion of the component. There was no burnt mark found in the returned vpm pcb. A search for similar complaints, review of instrument logs, and a review of labeling did not identify any adverse trends or cause to attribute to the reported event. Based on complaint information and abbott diagnostics' investigation, there is insufficient information to reasonably suggest a malfunction occurred. The exact cause of the incident was undetermined and a product deficiency was not identified.

Manufacturer narrative:
(B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.